Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of a blister was confirmed. A us distributor reported that a patient had an irritation due to exposed skin from a blister. The patient's doctor recommended neosporin and a band aid. The patient also reports removing lifevest for a couple of hours to give the skin a break, there is no indication that the patient's doctor recommended removing the lifevest. During a follow up, the patient reported that the irritation is improving.